Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regq1431 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer via medwatch the "PICC line inserted unable to pass, began to pull catheter out to end procedure and begin to meet resistance at 37 cm. Massaged muscle and injected rest of lidocaine to area. Continued to massage area and line was then able to become dislodged and a pop sound. At the end of the tip was a small knot."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a knotted catheter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc catheter. Light usage residues were observed throughout the sample. The catheter was knotted near the distal end of the catheter. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be fully occluded due to the knot. Microscopic inspection of the catheter confirmed the shaft to be tightly knotted near the distal end. The catheter tip was confirmed to be knotted near the distal end. Both the presence of biological residue and the event description suggested that knot was formed during device insertion. Such damage can occur if insertion is attempted against resistance, particularly without the support of the stylet. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by the customer via medwatch the "PICC line inserted unable to pass, began to pull catheter out to end procedure and begin to meet resistance at 37 cm. Massaged muscle and injected rest of lidocaine to area. Continued to massage area and line was then able to become dislodged and a pop sound. At the end of the tip was a small knot."